Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead was explanted and replaced on 12 january 2024 due to invalid impedances. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.